Manufacturer narrative:
(B)(4). Batch # r58t41. Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: were the staples malformed? Was the staple line complete? Why did the anastomosis fall apart? Response received: the surgeon has not responded to multiple attempts to meet and discuss additional events of the case at this time. I could not confirm either way to whether the staples were malformed or not. All that was noted is the fact that the anastamosis ¿fell apart¿ during the leak test; therefore,manual suturing had to be done to secure the anastamosis. I will forward more information if/when the surgeon agrees to meet to discuss.

Event description:
It was reported that during a low anterior resection, the doctor fired the stapler, had two good donuts but the anastomosis fell apart during the leak test. The doctor hand sewed the anastomosis to complete the procedure. There were no patient consequences reported.